Manufacturer narrative:
The hill-rom tech replaced the trend valve to resolve the issue.

Event description:
Info received indicated the foot pedal did not allow the bed to go into the trend position.